Event description:
It was reported that the right ventricular lead had rising thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) partial lead in segments was returned and analyzed. No anomalies were found. It was noted that the defibrillation coil was distorted, the outer tubing overlay cosmetic environmental stress cracking, the outer tubing overlay breached cut, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism. Apparent explant damage.

Event description:
Asku